Event description:
It was reported that a lead safety switch (lss) was activated in right ventricular (rv) lead of this pacemaker system, switching from bipolar to unipolar mode due to an unspecified out of range impedance measurement. Technical services (ts) explained details about the lss and recommended further rv lead evaluation. Ts also provided programming options. The rv lead is a non-boston scientific device. No adverse patient effects were reported. This pacemaker remains in service.